Manufacturer narrative:
The event unit was not returned for evaluation. In the absence of the subject device, it can be difficult to determine the root cause. Applied medical issued a voluntary class ii recall on the ca090 direct drive® clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "clip were applied, as always, on cystic duct and cystic artery. (Thinking back to this, head surgeon present in or. Remember an unusual noise from clip applier). The night of intervention patient had pain, he was checked and reoperated because of bile leakage. Bile leakage was due to clip sleapage from cystic duct. Sample is not available because at the end of intervention everything seem ok and it was disposed according to hospital protocols. Event should be reported to us as complain. They are going to alert (B)(6) ministry of health." Type of intervention- "patient has to be re operated to close cystic duct." Patient status - "good. "

Manufacturer narrative:
(B)(4).